Event description:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Note- the initial medwatch for this complaint which was submitted on paper did not have section of the medwatch completed as to adverse event / product problem and outcomes attributed to the adverse event. This was also not noted when f/u 1 was submitted. So this followup 2 medwatch is being submitted to address the omission.

Manufacturer narrative:
(B)(4). It was indicated that the device would be returned to maquet cardiopulmonary (B)(4), (B)(4) for investigation, however, this did not occur so no investigation could be performed. Therefore no further actions can be completed. This is the final report for this event.

Event description:
The initial medwatch for this complaint was submitted on paper.